Event description:
Patient allegedly received an implant on (B)(6) 2013 via the right common femoral vein due to inability to take anticoagulants. Patient is alleging tilt, vena cava perforation and organ perforation. Patient further alleges anxiety, physical limitations, shortness of breath. Report from computerized tomography (CT): "there is an inferior vena cava filter demonstrated. The cephalad apex is approximately 8 mm inferior to the lowest, right renal vein. There is anterior tilt of the cephalad apex abutting the anterior wall of ivc. No convincing evidence for a significantly bent or fractured filter strut. There is evidence for filter strut perforation involving three filter struts. Along the left anterolateral margin of the ivc there is evidence for filter strut perforation extending approximately 3-4 mm beyond the confines of the ivc and appears to penetrate the abdominal aorta. Along the anterolateral right aspect of the ivc there is filter strut perforation extending into the adjacent adipose tissue approximately 5 mm beyond the confines of the ivc. Finally there is filter strut perforation along the right lateral aspect of the ivc extending approximately 6 mm beyond the confined of the ivc extending into adjacent adipose tissue."

Manufacturer narrative:
G4: 510(k) - k172557. Additional information: investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported anxiety, physical limitations, shortness of breath are directly related to the filter and unable to identify a corresponding failure mode at this point in time. (B)(4) devices in lot. No relevant notes on work order for device. No other complaints on lots the following allegations have been investigated: vc/aorta/organ perforation, tilt, anxiety, physical limitations, shortness of breath no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Non-healthcare professional. Investigation it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown. The alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2013, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.